Event description:
It was reported that the balloon did not inflate before use. No pt complications were reported.

Manufacturer narrative:
The device was returned for eval. The catheter was returned in the tray. The balloon was found not to inflate due to a split in the catheter body 0.120 inches long at the distal edge of the thermal filament (middle form) which entered the inflation lumen.